Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this left ventricular (lv) lead was unable to be implanted due to loss of capture (loc) and high capture thresholds. This lead was successfully replaced and will not be returned for analysis. No adverse patient effects were reported.